Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician placed a suture on the device and the rf antenna connection was lost. The physician then carried the device to the patient to connect the leads to the pacemaker. As soon as the right ventricular lead was connected to the pacemaker, the patient started getting pocket stimulation. The device was reinterrogated with the wand and the pacer was found in backup mode. Technical support was contacted. Technical support walked me through downloading the device firmware, normal pacemaker function was restored and cybersecurity updated was performed successfully. The patient was stable before, during and after the pacemaker implant.